Event description:
It was reported that the patient felt stimulation in their stomach not their back since implant. More than a month later it was reported that the patient was getting belly stimulation again. The patient did not bring the patient programmer (pp) or recharger for the manufacturing representative (rep) to be able to troubleshoot, so the patient was instructed to contact the manufacturer. It was noted that the patient¿s father had just passed so they were not in a mood to be reprogrammed. A lead revision was necessary so the patient was scheduled for an appointment with a physician in april. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3708140, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 39565-30, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 39565-30, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).